Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:2017865-2019-11954. It was reported that the patient presented to the hospital experiencing an infection. The pacemaker and right ventricular lead were explanted.

Manufacturer narrative:
Analysis was normal. No anomalies were found.